Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call to get assistance with temp basal settings. Customer also mentioned a high blood glucose level of 518 mg/dl. Assistance on temp basal settings was provided to customer. Customer declined troubleshooting for high blood glucose. No product is expected to return for analysis.